Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies in-stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that a patient presenting with a ruptured blister aneurysm of the distal anterior cerebral artery was treated with a fred 21 flow diverter stent. The fred 21 was deployed without issue and immediate angiography showed no issues. On the third post-deployment angiogram at the 15-minute mark, a small amount of thrombus began to display on the fred 21's distal finished ends between the distal-most marker and flow diverting portion. A full body weight dose of eptifibatide was given, which instantly resolved the thrombus formation. Serial angiograms were again performed for 30 minutes afterward, which showed no additional thrombus formation. No further issues were observed, and no patient harm was reported.

Manufacturer narrative:
H11 - corrections.